Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: during investigation, the display was observed to have multiple scratches on the lens. The display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was ¿severely scratched¿. It was noted that the patient can read the screen safely to bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.